Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy.

Event description:
Health professional reported that during implantation surgery they noticed that the implant was "leaking but only when the fill tube was still in the valve." Patient contact with the device did occur. The surgery was completed with a back up.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: red particles in fill channel and one extended opening. A leak test was performed which identified opening. A microscopic analysis was performed which identified one opening extended striated assessed as surgical damage. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one extended striated opening assessed as surgical damage.

Event description:
Health professional reported that during implantation surgery they noticed that the implant was "leaking but only when the fill tube was still in the valve." Patient contact with the device did occur. The surgery was completed with a back up.